Manufacturer narrative:
Based on the claim against the product by the customer noting error 100 occurred, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. During in-house testing, the error was not reproduced. The distal set up joint (suj) unit was installed on the system and triggered no errors. The unit passed all tests without noise during testing. Rfe logs confirm error 100 was on the suj distal. As a precaution the wrist brake will be replaced to address the issue. The complaint regarding error 100 was not reproduced based on the failure analysis. The probable root cause of error 100 after the start of the surgical procedure was likely caused by a faulty component.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting abnormal noise and error 100 on usm4, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse conducted an inspection and confirmed the error occurred on the distal set up joint (suj) 4. The fse replaced the distal suj to resolve the issue. The system was tested and verified as ready for use. Isi has received the suj involved with this complaint; however, the evaluation is not completed yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. Isi received a video clip related to the alleged complaint. A review of the video clip was conducted by an isi clinical development engineer. The following additional information was provided: there is a strange squeaking noise. The root cause of the failure mode cannot be determined based on the video alone. No further escalations required for the image review. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted total hysterectomy surgical procedure, a distal set up joint (suj) exhibited a persistent issue during the procedure and was replaced after the completion of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted total hysterectomy surgical procedure, the customer heard abnormal noise on universal surgical manipulator (usm) 4. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the error logs and found error 100 pointed to the distal set up joint (suj) 4. The tse explained the error and advised the customer on checking the usm condition. The customer acknowledged it. The procedure was completing as planned with no report of patient injury. Isi followed up with the isi clinical sales representative (csr) and obtained the following additional information: the system functionality was checked upon powering on, and the system initialized without errors. The error was not resolved during the procedure. The customer completed the procedure robotically with all 4 usms. No known impact or patient consequence reported.